Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient faced that the infusion set cannula has a slight bend/curve at abdomen. Patient reported that the glucose rising and then noticed bent canula which needed to replace and issue fixed. The product was in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available